Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 105 units. Reportedly, the cartridge was filled with 170 units of insulin. The customer¿s blood glucose level was 412 mg/dl. Reportedly, the customer continued to use the existing cartridge and declined a follow up call from tandem technical support.